Event description:
It was reported that during initial implant, the helix of the right atrial lead broke after multiple attempts of repositioning. The lead was replaced. No further information available.